Manufacturer narrative:
Correction: please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report:3005168196-2023-00332 1. Section b. Box 2. Outcomes attributed to adverse event additional information: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Evaluation of the returned lightning flash unit and flash catheter revealed undamaged, functional devices. There was no functional allegation against either device. During evaluation, the lightning flash unit powered on and functioned as intended with the returned flash catheter. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure to treat a bilateral pulmonary embolism using an indigo system lightning flash aspiration tubing (flash tubing), an indigo system flash aspiration catheter (flash catheter), a non-penumbra sheath, a penumbra engine (engine), and guidewires. During the procedure, the physician completed multiple passes using the flash tubing and the flash catheter. Next, while advancing the flash catheter to the target location to complete another pass, the flash tubing indicator illuminated yellow and there was no aspiration. It was noticed on the angiogram that the flash catheter was in an open flow area. To troubleshoot, the flash tubing was disconnected and flushed. There was no clogging observed within the flash tubing. Next, the engine was powered off and powered on; however, there was no aspiration. The physician then decided to advance the flash catheter through the sheath and over the guidewire to the right side from the initial access point. Next, after the physician was able to get blood return, the flash catheter was aspirating, and the flash tubing indicator illuminated green. The physician then removed the flash catheter from the patient¿s body to reposition the flash catheter. It was reported that the patient¿s anatomy was mildly tortuous. Next, while manipulating the flash catheter and the guidewire to get blood through, the physician noticed extra fluid on the angiogram. Subsequently, the patient coded. The procedure ended at this point. It was reported that the patient experienced cardiac tamponade which was treated surgically. As of (B)(6) 2023, the patient was transferred to the ICU and is in stable condition.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.